Event description:
During treatment of a 4.7mm lesion in the left superficial femoral artery (sfa) and popliteal artery lesion via the right common femoral artery, the jade pta balloon burst after two inflations to 12 atmospheres. A dissection was observed at the distal sfa and was treated with a stent. A replacement balloon was used to complete the procedure. Post treatment, angiographic imaging confirmed improvement with the dissection. The patient was stable. The balloon was discarded by the facility. No additional information is available. Based on the obtained information, there are no signs of manufacturing defects that could be found from this lot of the product. There is no systemic trend identified with regard to this type of event. Factors that can contribute to balloon burst include, but are not limited to, material, interaction with other devices, patient anatomy, lesion calcification or tortuosity. From case information, it could be presumed that the interaction between the balloon and the sharp/hard objects during the procedure might cause reported damaged. However, the root cause of this complaint could not be fully ascertained since the product was not returned for analysis and the clinical scenario could not be duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect.

Manufacturer narrative:
This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #: 3003775186-2023-01732). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.